Event description:
Initially a caregiver (cg) contacted baxter technical service to request assistance on unrelated homechoice alarms which occurred during peritoneal dialysis (pd) therapy. The issues were resolved over the phone and there was no report of patient injury or need for medical intervention. During a follow up call to the cg by baxter product surveillance (ps) regarding the unrelated alarms, the cg stated that "the issues were resolved by taking the home patient (hp) off of pd and transferring him over to hemodialysis because the hp got peritonitis". The cg stated that the hp has had peritonitis a few times and she does not know the cause of the infection, when the home patient would have received the infection, and she could not for sure state whether it was due to pd on the homechoice machine. No further information was available. On (B)(6) 2012, baxter ps followed up with a registered nurse (rn) regarding the reported event. The rn confirmed that the hp is no longer on pd therapy and has been switched to hemodialysis. The rn confirmed that the hp has peritonitis, but could not provide any further details. On (B)(6) 2012, baxter (B)(4) contacted a peritoneal dialysis nurse (pdn) and received the following additional information. It was reported that on an unknown date, the patient began automated peritoneal dialysis (apd) therapy using dianeal pd4 ambuflex, total fill volume 1.8 liters times 4 exchanges (lot number unknown)ip (intraperitoneally) for end-stage renal disease. The pdn clarified that on (B)(6) 2012, the patient was hospitalized for peritonitis. During the hospitalization, the patient's peritoneal dialysis (pd) catheter was removed due to the peritonitis. There was no exit site or tunnel site infection associated with the peritonitis. The pdn stated the cause of the peritonitis was unknown. Treatment was unknown. The pdn reported that on (B)(6) 2012, the patient started hemodialysis and that the patient had recovered from the event of peritonitis. The pdn stated that the cause of the peritonitis was not related to pd therapy, the homechoice machine, or any other pd device. The pdn denied having any further follow up information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed on potentially associated lots h11i09041 and h11h09050 with no issues noted during the manufacturing process. There were no deviations from standard procedure.